Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid with a concentration of 10 (units not specified) and dose 3.972 (units not specified) via an implanted pump for an unknown indication. It was reported a motor stall occurred on (B)(6) 2019 during normal use and there were no environmental/ external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting to bolus to restart the pump unsuccessfully. No actions/interventions were taken to resolve the issue and the issue was not resolved at the time of this report. It was further reported; the patient¿s daughter noticed the pump alarming on (B)(6) 2019 and the patient also began demonstrating withdrawal symptoms. They made an appointment on (B)(6) 2019 to come in and see the doctor. The office called the rep on the date of this report and found a motor stall started on (B)(6) 2019 at 6:16 and the logs showed ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2019 at 16:16. It was noted surgical intervention was planned but had not been scheduled yet. The patient¿s weight was (B)(6) and medical history was asked and would not be made available (legal/confidential reason). The patient¿s status was ¿alive-no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s surgery was scheduled for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2019 and the device would not be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that 3 weeks ago, patient "woke up and I had an unusual amount of pain in my back coming from my pump not working basically". Patient saw the healthcare professional (hcp) who determined the pump had stopped. Pump battery was fine and the medicine was fine and patient wanted to know why pump stopped. When the hcp read pump, elective replacement indicator (eri) was indicated as (B)(6). The hcp asked patient why previous hcp "shut the pump down in the mornings" stating "according to the records it's been shut down". Because pump was not working, patient had been taking oral medication "which was a pain in the neck" and some of oral medicine didn't work as patient still had pain and "some (medicine) was too strong". No further complications were reported.